Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, high undefined impedance and no capture at max output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.